Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006, inratio: 5.8, lab: 4.6, mean: 5.2, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Per text "but she said she will call me back, and did not provide her contact information or product related information." Insufficient information available. Investigation cannot be performed. No conclusion can be drawn.

Event description:
Caller alleged discrepant results when compared with the lab. Results as follws: date: 2006, inratio: 5.8, lab: 4.6.